Manufacturer narrative:
Additional information was received that the physician inspected the ipg and found no issues. The physician will not take any further action at this time. The patient was receiving stimulation and was reportedly doing well.

Event description:
A report was received that the pt felt her ipg was flipping around in the pocket. The physician assessed the pocket and although everything looked fine, he agreed to revise the patient's pocket site if the pt wanted to.

Event description:
A report was received that the patient felt her ipg was flipping around in the pocket. The physician assessed the pocket and although everything looked fine, he agreed to revise the patients pocket site if the patient wanted to.